Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 9907, tf 5509. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: correction the section e4 was corrected. "No" was selected as the initial reporter did not sent the report to FDA. Updated fields: b4, e4, g6, h2. Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 2: device evaluation. According to the complaint description, the device alarmed with technical fault 9907 and 5509. It is important to emphasize that no patient was involved at the time of the event. Tf5509 indicates that the inspiratory valve is defective. Due to the device alarming with tf5509 and tf9907, a replacement inspiratory valve was sent to the end customer. According to the partner, this resolved the reported problem.